Manufacturer narrative:
Based on the completed investigation, the identity of the foreign material, and the root cause of why it remained in the device could not be definitively determined. The event is detectable/preventable by handling the device in accordance with the following IFU: IFU states the detection method in tjf-q190v operation manual 3.3 inspection of the endoscope. IFU states the preventative measures in tjf-q190v reprocessing manual 5.5 manually clean the endoscope and accessories. Should any additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor the field performance of this device.

Event description:
During the device evaluation, the duodenovideoscope's forceps elevator exhibited foreign material. There was no patient involved.